Event description:
A customer reported experiencing poor ultrasound during a cataract procedure. The phaco handpiece was exchanged to proceed with surgery. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).